Event description:
It was reported to philips that device dropped, and capacitor was bent. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state:(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and it was noted that capacitor c248 had been damaged.